Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had no symptoms and treated with juice for lows. Customer report they needs a replacement mio as were taking the tape off to insert the mio and the whole middle piece came out and had blood glucose of 24 mg/dl and a 400 plus mg/dl. Customer's low blood glucose at time of incident was 63 mg/dl and current blood glucose 55 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer declined further troubleshoot for low readings. The insulin pump will not be returned for analysis.